Event description:
Customer reported an issue with touchscreen responsiveness after submerging the pump in water, leading to a frozen screen that would not respond to input. There was no reported impact to the customer¿s blood glucose level. Customer tried resetting the pump, which initially resolved the issue, but it persisted, leading to the decision to replace the pump. Tandem technical support sent a replacement pump, advised on steps for receiving it, and arranged for the return of the problematic device.